Event description:
Pt had 2 hemodialysis catheters placed from the recalled bard optiflow lots prior to the recall being issued on 03/2001. The first of these catheters was inserted. This catheter was exchanged thirteen days later for another catheter from the recall lots. When the catheter was removed the intact tip of the catheter was removed and sent for culture. Therefore, catheter cannot be the retained device. A chest x-ray was done because the dialysis catheter was clotted. The x-ray revealed a tubular foreign body present in the region of the right hilus. A repeat chest x-ray showed the tip of a hemodialysis catheter in the posterior basal segment of the right pulmonary artery. The tip of the dialysis catheter was noted to have embolized to the descending left pulmonary artery. The pt remains asymptomatic and the tip of the catheter has not been removed.